Event description:
This is 2 of 2 reports linked to mfg report number 3014334038-2024-00001. (Same procedure, different products) a facility reported two codman perforators (ID 261221) failed. They came apart in multiple pieces while making burr holes, irrigating while drilling, springs were present. All the broken parts were recovered, removed by hand. The event led to 45 minutes surgical delay. The manufacturer of the drill used with the perforator: electric stryker. The perforator clicked in place with the drill. The recommended spring tests were not performed between each burr hole. The patient is a caucasian male in his 50's. Procedure performed: craniotomy for skull tumor. The patient is in stale condition, at home.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The codman perforators (ID 261221) was not returned for evaluation as the product was discarded by the customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined, however, a potential cause of the reported failure may be related to an inadequate welding process. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A corrective and preventative actions (CAPA) was created to investigate this issue.